Manufacturer narrative:
The faulty part was returned to philips for failure investigation. The touch screen flex circuit failed required resistance testing. The high out of spec resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed v60 ventilator touch screen alignment accusation.

Manufacturer narrative:
A philips field service engineer (fse) reported that the touched position was observed to be out of alignment. It was then reported that a touchscreen calibration was performed, but the phenomenon was not resolved. The service engineer replaced the touchscreen and the phenomenon was resolved. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00042. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from service engineer, that the v60 ventilator reported that the touchscreen was out of alignment. There was no patient involvement when the issue occurred. No patient or user harm reported.